Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinical review - a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a left hip bipolar hemi arthroplasty for a sub capital fracture since I was able to review the operation report. I can also confirm that the patient had a revision of that hip with conversion to a total hip replacement with replacement of the femoral stem as well since I was also able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of a slightly elevated cobalt level are difficult to determine. There was no mention of any problem with the trunnion and no mention of any soft tissue changes or pseudo-tumor or adverse local tissue reaction. The operation note for the revision stated that normal joint fluid was encountered and there was no damage to the trunnion. In fact there was no preoperative or postoperative diagnosis given for the revision. Based upon the information given, I could not assign any causality to the implant itself." -product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to excessive levels of chromium and cobalt in his blood. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a left hip bipolar hemi arthroplasty for a sub capital fracture since I was able to review the operation report. I can also confirm that the patient had a revision of that hip with conversion to a total hip replacement with replacement of the femoral stem as well since I was also able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of a slightly elevated cobalt level are difficult to determine. There was no mention of any problem with the trunnion and no mention of any soft tissue changes or pseudo-tumor or adverse local tissue reaction. The operation note for the revision stated that normal joint fluid was encountered and there was no damage to the trunnion. In fact there was no preoperative or postoperative diagnosis given for the revision. Based upon the information given, I could not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on or about (B)(6), 2013. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not had the femoral head at issue explanted.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on or about (B)(6) 2013. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not had the femoral head at issue explanted